Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a broken or detached wire occurred. The wearable was inserted into the arm. On (B)(6) 2026 the sensor failed, and when the patient removed it, she could not locate the sensor wire. The patient examined the insertion site but was unable to see the wire, although the area was bruised and sore. The patient reported feeling something at the site that might have been the sensor wire. The following day, the patient visited a doctor accompanied by her fiancée. The doctor examined the area, and an x-ray was performed. The physician confirmed that no sensor wire was retained in the body. However, the patient was prescribed oral cephalexin as a precaution in case of infection. No infection was confirmed. The patient later reported that she could no longer feel anything at the site, and the bruising was resolved. The patient has been doing well since the event. There was no documentation of further medical intervention. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.